Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. The batch review showed that this lot of devices were conformed to in process and finished goods specifications when released to stock the september 12, 2013. No non-conformance's (nc) were opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The distributor reported that during an arthroscopic shoulder repair that the purple suture of their healix advance br 5.5mm anchor, 3 suture with orthocord broke twelve (12) inches from the end when the knots were being tied after the anchor was securely implanted. The surgeon completed the procedure with the implant left securely in the bone-hole with no patient consequences or delay. The distributor reported that the suture did not come in contact with any instrument at the time of the break. The distributor did not know if fiber-wire is used at this account. The distributor stated the surgeon has much experience with these implants and stated it was not attributed to surgeon technique.